Manufacturer narrative:
Inspected 3 opened/used partial sensors and performed visual inspection and found all 3 sensors with cannula in full. No broken cannulas were found during analysis. Unable to confirm customer received sensor in said condition due to customer returned opened/used. Unable to confirm insertion/needle complaint due to customer returned sensors only, no insertion needles. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a sensor cannula break while in the body. The customer was assisted with sensor cannula/introducer needle break troubleshooting. The customer's blood glucose was 105mg/dl at the time of the incident. The customer stated that became aware of the issue when they noticed that the sensor was off. The customer stated that the sensors were wore for the full period and recalled no significant event leading to the issue. The customer stated that the sensor cannula fractured while in the body and was still in the body. The customer was reassured that is was unlikely that the sensor fractured. The customer was advised to return the sensor for analysis and refer to healthcare professional for treatment. The product will be returned for analysis.